Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device / malposition of essure device location of device: near uterus') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, headache, pelvic pain, parity 1 ((B)(6) 2015), anxiety, depression, migraine, fatigue, depression, night sweats, hot flashes, blood pressure high, toxemia and miscarriage. Previously administered products included for birth control: iud and nexplanon; for an unreported indication: testosterone injection from 2013 to (B)(6) 2014 and isometheptene. Concomitant products included labetalol from (B)(6) 2015 to (B)(6) 2015 and sertraline from 2015 to 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic area pain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy-terminated / pregnancy (termination),"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (vaginal hysterectomy with sacrospinous ligament fixation and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea and heavy menstrual bleeding outcome was unknown and the intermenstrual bleeding, vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 56.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pregnancy test urine - in (B)(6) 2017: pregnancy test positive. Lot number:c51076, manufacture date: 2014-04, expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: reporter added. On 28-apr-2021: no new information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy-terminated') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ migration, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metorrhagia (bleeding between periods),general abnormal bleeding, pregnancy: terminated and device ineffective¿. Reporter, demographics, lab data, essure insertion (updated)/removal date were added. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') and pregnancy with contraceptive device ('pregnancy-terminated') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, headache and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy with sacrospinous ligament fixation and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Lot number:c51076 manufacture date: 2014-04 expiration date: 2017-04 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') and pregnancy with contraceptive device ('pregnancy-terminated') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, headache and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy with sacrospinous ligament fixation and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-dec-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal). Event genital haemorrhage make non serious. Reporter information, aka name, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device / malposition of essure device location of device: near uterus') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, headache, pelvic pain, parity 1 (B)(6) 2015), anxiety, depression, migraine, fatigue, depression, night sweats and hot flashes. Previously administered products included for birth control: iud and nexplanon; for an unreported indication: testosterone injection from 2013 to (B)(6) 2014 and isometheptene. Concomitant products included labetalol from (B)(6) 2015 to (B)(6) 2015 and sertraline from 2015 to 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic area pain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy-terminated / pregnancy (termination),"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (vaginal hysterectomy with sacrospinous ligament fixation and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown and the metrorrhagia, vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Lot number:c51076 manufacture date: 2014-04 expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: plaintiff fact sheet and medical records received. Events added from pfs- pelvic area pain. Outcome of event vaginal haemorrhage, metrorrhagia were updated. Event device dislocation updated to device expulsion. Event pregnancy with contraceptive device make non serious. Onset date of event metrorrhagia, vaginal haemorrhage, dysmenorrhoea, device expulsion, pregnancy with contraceptive device were updated. Reporter information, aka name, medical history, concomitant drug, historical drug, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.